Manufacturer narrative:
Date of event: used (B)(6) 2019 as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 and a 16-6/5.8/75 xxl esophageal balloon catheters were used for dilatation. However, during inflation, the two balloons ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported and the patient was fine.